Manufacturer narrative:
Additional pro code: qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7086693. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient slipped and fell going down wet stairs and experienced a reduction in pain relief since then. X-ray image showed that the spinal cord stimulation (scs) lead migrated. High impedances were observed on the scs lead. The patient underwent a procedure where the initial plan was to replace only the lead with the high impedances, however while repositioning the remaining lead, an impedance developed on one of the contacts of that lead, which was likely due to stretch while pulling through the clik anchor. Therefore, both leads were removed and replaced. Post operatively, the patient was recovering as expected. The explanted products devices will not be returned as they were disposed of by the hospital.